Event description:
The customer reports observation of an elevated atellica im total hcg (thcg) result for one patient which was discordant relative to repeat-testing results. Following observation of an elevated initial result, the same sample was re-tested the next day after re-centrifugation, using the thcg assay on two different atellica im systems producing two lower results, which were accepted as correct. There are no allegations of patient harm, changes in treatment, or delays in diagnosis in association with the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im total hcg (thcg) result for one patient which was discordant relative to repeat-testing results. Following observation of an elevated initial result, the same sample was re-tested the next day after re-centrifugation, using the thcg assay on two different atellica im systems producing two lower results, which were accepted as correct. No instrument-specific issues were identified to explain the observed difference in results, but the presence of fibrin particulates was observed in the sample. The instructions for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Manufacturer narrative:
MDR 1219913-2022-00100 was filed on 2022-04-05. Additional information, 2022-04-08: siemens has concluded the investigation. A customer from outside the united states observed an elevated atellica im total hcg (thcg) result for one patient which was discordant relative to repeat-testing results. The observed issue only affected this one patient sample. Fibrin-clot matierial was observed when the specimen was visually inspected. Repeat testing was performed after re-centrifugation of the sample, and produced lower (and clinically-expected) results. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can influence results. While there is insufficient information to determine the cause of the discordant result, siemens cannot rule out pre-analytical variables or sample-specific issues as contributing factors. Quality control results were within range and no issues were noted with other patient samples, indicating that the instrument and reagents were performing acceptably. Repeat of the same sample yielded expected results. Based on the results of the investigation, return of the patient sample for additional testing is not warranted. The customer continues running the thcg assay without further concerns. A potential product issue has not been identified. The customer is operational; no further investigation is required. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.